Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 96 and 196 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests during the call. The results fell within the normal control, so no product will be returned.